Manufacturer narrative:
Additional information: b5, h6, h11. B5: additional information from the reporter stated the event as reported in error and cancelled the service order. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.